Event description:
It was reported that the ventilator quit working and did not alarm while on the pt. The nurse switched the pt to a back-up ventilator. No reported harm to the pt.

Manufacturer narrative:
Method - the device has not been returned to the MFR for investigation.